Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator turned on but displayed no display functions. It was noted that the display flex had a loose connection on the main printed circuit board (pcb) and that the tube was not properly seated inside the epg. Analysis could not confirm the customer comment that the device would not power down without removing the batteries. All found defective parts were replaced and all other identified issues were resolved. The firmware was updated and the epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned on but showed no display functions and that it would not power down without removing the batteries. There was no patient involvement. The epg was returned for repair.